Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing with automatic mode switch episodes, resulting in extracardiac stimulation. No intervention was performed. The patient was stable.